Event description:
Biofilm infection causing breast implant severe capsular contracture resulting in the implants being embedded deep within the pec muscles (diagnosis was based on presentation and medical history). A lump on my right side across from my right breast which rides up into my armpit, pulling on my latissimus dorsi muscle which was used as a flap when I had reconstruction in 2011 following bilateral mastectomies in 2009. I had numerous muscular skeletal issues such as pulling down my neck, shoulder and thoracic pain, breast pain, nerve pain, movement restriction, pec muscle pain and all surrounding muscles. Fog brain, eyesight impairment, headaches, fatigue, reactive to chemicals, foods and drugs, light sensitivity, achy joints, unnecessary rotator cuff surgery, when implants were removed I was left with saucer size cavities. Loss of confidence, trust and self esteem. Loss of employment. I had reasonably thin capsules when these were removed with the implants in 2018. I have been told by a top USA plastic surgeon that is very unusual with severe capsular contracture. I presently have 2 very mobile lumps moving around my body. Radiology is uncertain what these lumps are. I have been to 3 specialists and they all have differing opinions. I am waiting for the lumps to be removed. FDA safety report ID# (B)(4).